Manufacturer narrative:
There is no indication the device was returned for evaluation. A definitive cause of the incident is unknown. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported fluid leaked from the hemoccult sensa single slide with developer and applicators reagent bottle. Upon receipt, the customer observed white crystalline material around the bottle. The customer picked up the bottle and cleaned it with wet paper towel. The customer stated personal protective equipment (ppe) was not worn and rinsed hands thoroughly per labeling instructions. No injury was reported. The customer noted there was no damage to the bottle and it was half full. No patient samples were involved. A replacement reagent was sent to the customer.